Event description:
Rt sided s1 malfunction. The case is a 2 level 360 l4-l5, l5-s1. Two cortical cancellous bone synthes spacers were placed anteriorly. The pt was flipped then 6 each 6x40 screws were placed. Pt returned complaining of pain; an x-ray was taken and noticed the l5-s1 spacer had migrated anteriorly. Also, the rt side s1 rod had become separated from the screw. When we opened the posterior site and explored the screws, all locking nuts were finger tight with exception of the right sided s1 locking nut which was loose. Inspection of set screw and 6x40 screw showed no signs of cross threading.

Manufacturer narrative:
Per detailed failure analysis report from (B) (4) dated august 7, 2009 (B) (4) it appears that some contamination of an adhesive material occurred after component manufacturer. The deposit material was found between the lower saddle and the inner walls of the polyaxial screw head. (B) (4)